Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other 3.50 x 19 graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented for a planned heart catheterization. Atherectomy was performed in the right coronary artery (rca) which led to a vessel perforation. A 3.5x19 mm graftmaster stent was taken to the perforation, but ruptured with the first inflation. The stent was not deployed and the entire device was removed without reported issue. Another 3.5x19 mm graftmaster stent was taken to the perforation and deployed, but did not completely cover the perforation. An unplanned 4.0x19 mm graftmaster stent, was implanted, fully sealing the perforation. There was no adverse patient sequela. No additional information was provided.